Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018 a patient (pt) in (B)(6) placed a call to our affiliate to report discomfort when inserting an acuvue2 define brand contact lens on (B)(6) 2018. The pt initially reported the eye (affected eye was not provided) was fine on removal. On (B)(6) 2018 the pt called to report pain and lid swelling in the left eye a few hours later after removal of the suspect lens from the (B)(6) 2018 event date. The pt went to an eye care provider (ecp) on (B)(6) 2018 and was diagnosed with conjunctivitis in the left eye. Pt reported that ¿bacteria entered through conjunctival staining¿. Pt was instructed to discontinue contact lens wear for 2 days and no instruction to return for a follow-up visit. Pt was prescribed gatifloxacin ophthalmic solution and flumetholon ophthalmic suspension. Pt reported pain currently in the left eye. Pt refused medical interview. On 09feb2018 a call was placed to the pt and additional information was provided: the pt reported that the ecp told the pt it would take 2 weeks to resolve. The pt reported that the swelling had resolved, but ¿something like lump which seems to be that of sty has formed¿. Additional calls were placed to the pt on 17feb2018 and 24feb20118 for additional information, but no additional information was received. The suspect product was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 3626680101 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On (B)(6) 2018, the following receipts of dispensary were received from the patient (pt): two receipts of dispensary stated the following information: on (B)(6) 2018, otc antibacterial drops. On (B)(6) 2018, eye patch kit. Another receipt of dispensary dated (B)(6) 2018 stated flomox 100mg 3 tablets, mucosta 100mg 3 tablets, after each meal for 5 days. Tarivid eye ointment 0.3% 3.5 g tid eyelid os. On (B)(6) 2018, the pt was contacted and stated that the eye is ¿completely well¿. No additional information was received or is expected. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On (B)(6) 2018 a patient (pt) contacted our affiliate in japan and provided additional information: the pt reported that the symptom has not resolved and the pt is currently wearing spectacles. The pt applies eye ointment (details unknown) as the pt has had ¿sty os, which is getting smaller¿. One month has passed since the latest consultation. The pt did not return to the clinic as the pt had no time. Additional attempts were made to contact the pt by phone on (B)(6) 2018 for an update on the pts os event, but the no additional information has been received. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.